Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 23 mg/dl while wearing the pod for longer than 48 hours. The patient reports being unresponsive. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with d10 (dextrose) as well as an oil. The patient was prescribed a dexcom receiver and a glucagon pen. The patient was released from the hospital after 1 hour.